Manufacturer narrative:
Two 66-2020 transition rods are being reported for breakage. P/n 66-2020 lot p10 was manufactured on 07/27/2011. (B)(4). P/n 66-2020 lot p11 was manufactured on 12/21/2012. (B)(4).

Event description:
Based on the information provided, two transition rods broke in situ resulting in a revision surgery.